Event description:
The advance device was used on a pt. Prior to the removal of the device, the yellow tip-protector was attached per the IFU. The tip protector came off and remained inside the scope. The scope was then reprocessed. Afterward, this scope was used on another pt and the tip-protector was pushed into the lumen of the pt and was immediately retrieved.

Manufacturer narrative:
Device has not been returned to manufacturer so the root cause of this incident has not been definitively determined. Investigation with the user indicates the user facility recognized and knew the tip-protector was in the scope, but did not pass this info on to the staff members responsible for scope reprocessing. Analysis of complaint trending info was performed and no similar complaints for the lot concerned have been filed.